Event description:
Pt presented with pelvic pain and heavy bleeding during menstruation 1.5 years post-essure placement. The physician performed laparoscopy/salpingectomy on right tube and found that the device was embedded in the wall of the tube. The physician then went in using hysteroscopy in order to remove the remainder, which came out in pieces. Physician then performed d&c as a means to remove all remaining pieces from the uterus. Symptoms have resolved since removal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.